Manufacturer narrative:
The catheter was returned in three segments. The catheter was sheared off 20 cm from the tip of the proximal end. Proteinaceous debris was found on the interior and exterior of the catheter. This precluded a patency check. No nicks or burns were noted on the tip of the tuohy needle. The tear site was consistent with the shape of the tuohy needle tip. The returned catheter met all specifications for tensile strength and ultimate elongation testing. The instructions for use that accompany the device caution that "to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously." A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the catheter shredded in the lumbar space, separating from the main catheter, while maneuvering the lower portion of the catheter.